Manufacturer narrative:
E1. Initial reporter addr (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 15 tubes exhibited closure separation where the shield separated from the stopper on their automated instrument. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of the attached photos shows evidence that the stopper remained inside the tube. A total of 30 retained samples were tested for stopper shield separation and were found to be within the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 15 tubes exhibited closure separation where the shield separated from the stopper on their automated instrument. There was no health impact or consequences reported.